Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from the cobas 4000 c311 stand alone system. The customer alleged there is a 0.7 to 1% difference between initial and repeat results for the same sample. An example was provided of an initial result of 6.90% and a repeat result of 5.94%.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. Analysis of the provided data revealed that almost all calibrations were flagged with "std.e". Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.